Event description:
Rn circulator opened 8f smart port CT catheter on to sterile field. Catheter that attaches to port missing from the smart port packaging. Entire contents of package examined by rn circulator and surgical scrub tech, unable to find. New 8f smart port catheter opened containing all components. No injury.